Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was a broken lid/cap. The following information was provided by the initial reporter. The customer stated: "during use of the tube, the shield was found to be damaged and had no draw."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for investigation. Therefore, twenty (20) retention samples from bd inventory were evaluated by visual examination for shield damage and twenty (20) retention samples were evaluated by functional testing for no draw. No issues were observed relating to either indicated failure mode as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes of shield damage and no draw. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was a broken lid/cap. The following information was provided by the initial reporter. The customer stated: "during use of the tube, the shield was found to be damaged and had no draw."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was a broken lid/cap. The following information was provided by the initial reporter. The customer stated: "during use of the tube, the shield was found to be damaged and had no draw."